Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl and 70 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory. This is a final report.

Event description:
The customer contact reported delay in critical therapy following an alarm condition. The tubing set was being used to deliver an unspecified vasopressive drug via a symbiq pump. It was reported that after the tubing set and pump had been "running for sometime", the pump alarmed for distal occlusion. It was reported that the nurse "re-taped the IV, check all lines open, checked by 4 rns, changed the channel on the pump, changed pumps and changed IV tubing." It was reported that approx 45 minutes after the alarm condition was noted, the alarm was resolved after the tubing set was changed. No medical interventions were required. There were no reported adverse pt effects. Although there was potential for serious injury, the customer contact reported there was no reported change in the pt's clinical condition. Though requested, no add'l info was provided.